Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the pulse generator exhibited an error message and telemetry anomaly. It was noted that the patient had a procedure for an unrelated health issue three weeks prior to the follow-up and had been receiving radiation therapy. After a device software download, normal function resumed.